Manufacturer narrative:
Pr#: (B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator applied energy of 177.8 joules when 200 joules was selected. There was no patient involvement.